Manufacturer narrative:
Date sent: 10/22/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that post-op a lap adjustable band procedure, the device's port was leaking at the septum of the port. Another device was placed to correct the leak. There was no adverse consequence to the pt.